Manufacturer narrative:
Method, results - no product will be returned for evaluation.

Event description:
On (B)(6) 2011, the patient reported experiencing insulin leakage during boluses while using the infusion sets. Her blood glucose elevated to 428 mg/dl and she felt "drunk" and was urinating frequently. When she removed the headset the cannula was bent. Her normal blood glucose level is 124 mg/dl. She stated the headset was inserted manually. The patient did not require treatment from a health care professional or second party to address the issue. The patient was sent a different type of infusion set. The alleged product was discarded. No product will be returned for elevation.